Event description:
The surgeon sent a fax to our general agent reporting that: "during the surgery, the lag screw didn't go through the hole of the nail. He ended the surgery using another screw."

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.